Event description:
The customer reported to olympus that while using the evis exera iii bronchovideoscope, there was a b30 scope communication error and an e315 non-compatible endoscope error. The issue was found during preparation for use, there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as no image was present. A scope leak test was performed, which resulted in an instrument channel and bending section cover leak (no other leak was present); the plastic distal end cover insulation failed due to peeling of the distal sheath glue, the distal end plastic cover was chipped, the bending section cover had a hole/cut and the adhesive was removed, and there was excess glue on the objective lens. Also, switch buttons one through 4 were not working; on the bending section there was no reading on the electrical connector, the plastic distal end cover was detached and the adhesive was wet, there were no broken strands and the charge-coupled device¿s shrink tube was cut; there was a dent in the boot and dents in the in insertion tube passed ring gauge, dried fluid in the control body and dried fluid on the scope connector with cuts on the boot. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was found that the device displayed a b30 error. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the b30 error was due to breakage of scope connector circuit board or image sensor unit. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual_ inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. -5.4 leakage testing of the endoscope_perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.